Event description:
A study investigator reported a pt with iris prolapse during intraocular lens (iol) implant surgery. The iris was sutured and the procedure was completed successfully. The investigator indicated the event is not related to the study device. In a f/u, the investigator reported the event was related to the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. (B)(4).